Event description:
It was reported that during insertion of the intra aortic balloon, the user was unable to advance the device into the pt's femoral artery. The intra aortic balloon was removed and replaced without any complications.